Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2026 the reporter reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 500 and hypoglycemia with bg levels of 40 following removal of the device and treatment with exogenous insulin in the hospital. The user was transported to the hospital by a caregiver where the user was diagnosed in a non-diabetes-related condition and treated with insulin therapy and discharged (B)(6) 2026. No long-term health effects were reported.